Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 2067l, radio frequency programmer head; product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer was unable to "auto identify" devices in order to initiate interrogation or programming. A new radio frequency (rf) programmer head was tried but the situation did not improve. Per follow-up it was indicated that when pressure was applied to the connection on the programmer for the rf head, then identity was established and interrogation/programming allowed. It was further noted that the back door on the programmer was broken. The session was able to be completed successfully and then the programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the power cord door was broken, and also confirmed the programmer was unable to auto identify devices, the link electronic module (lem) circuit board connector was loose, so the lem board was replaced and calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.